Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: nov 02, 2023 sampling from: all channels cfu: <1 cfu bacterial identification: n/a the device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: - bending section rubber glue --- separated - channel mount --- damaged - scope connector cover (inside) --- damaged - specified angle and orientation achieved --- - bending tube --- movement however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
As of this report, olympus has not received third-party test results to confirm this allegation. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. The customer aspirates water through the channels and flushes out the air/water, balloon channel, instrument channel, suction channel, and the forceps elevator wire channel (raised and lowered three times). The customer did not specify the detergent used during the pre-cleaning process. During the manual cleaning process, the customer uses aniosyme x3 detergent and brushes the instrument channel, suction cylinder, and the instrument channel port. The customer did not specify the cleaning brushes that are used during the manual cleaning process. The customer confirmed that this device passed the leak test. It was not specified if the scope was manually disinfected. For automated endoscope reprocessor (aer) treatment, a soluscope 4 machine (26022) is used with soluscope detergent and soluscope cln (disinfectant). The scope is dried using blown filtered air and is stored in elayette storage. The customer confirmed that all channels were connected with tubes when the endoscope was setting into the aer. The customer confirmed that the concentration and expiration date of the disinfectant was controlled. The customer confirmed that the water quality of the rinse water was controlled and filtered. The customer confirmed that the water filter was replaced periodically in accordance with the instructions for use (IFU). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope tested positive for unexpected contamination. The scope was sampled once. During the sampling, the scope tested positive for 1 colony forming units (cfus) of unspecified revivable microorganisms. The issue was found at reprocessing during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.